Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion being treated was a non-calcified, 90% stenotic lesion in a moderately tortuous left anterior descending artery (lad). The lesion was predilated with a 2.5 x 20 mm terumo balloon. After predilation the physician attempted to reach the lesion with a taxus express2 2.5 x 20 mm drug eluting stent. However, the physician felt resistance and the stent delivery system (sds) shaft fractured into two pieces. The fractured catheter was removed from the patient's body without any complications. The procedure was successfully completed with another taxus express2 2.5 x 20 mm drug eluting stent. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good".